Manufacturer narrative:
The hill-rom technician found the right push handle not working properly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. Hill-rom technician replaced the right push handle to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed was going backwards when intellidrive was activated. The bed was located at the account. There was no patient/user injury reported. (B)(4).